Manufacturer narrative:
(B)(4) suspect positive bi. Asp investigation summary: the investigation included trending of the product malfunction code and system risk analysis (sra). Trending analysis for the product code of "suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. The sra indicates the risk associated with the reported event is "low." Without the lot number provided or return of suspect device, investigation was limited. The DHR review, retains testing, lot trending and concomitant product evaluation could not be completed. Therefore, an assignable cause could not be concluded with the information available. The issue will continue to be tracked and trended.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx cycle. The subsequent bi result was negative. It is unknown whether the chemical indicator changed correctly or how long the bi was incubated. No load was affected. There was no report of infection, injury or harm to patient(s) associated with this issue. Several attempts to obtain additional information on the event and device were made, however, no further information was received from the customer. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.